Event description:
This complaint consists of tht registry data from japan. The information was obtained through the registry; no further details have become available for this event. It was reported through the tht registry from japan that on (B)(6) 2026, a 25mm navitor vision valve was implanted. On (B)(6) 2026, the patient expired. The cause of death was an infection. It was stated that the postoperative positive blood culture and expired during antibiotic treatment.

Manufacturer narrative:
An event of patient death due to infection was reported on the same day of navitor implant. It was stated that the postoperative the patient developed positive blood culture and was treated with antibiotics. A more comprehensive assessment could not be performed as limited information was available, and the device was not returned for analysis. Based on the available information, the cause of death was reported as infection. The cause of infection could not be determined. No new hazards or harms were identified that would alter the current benefit¿risk profile. Additionally, there was no evidence of a product issue or concerns regarding the device¿s labeling or design. Therefore, no remedial action is required at this time. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing.